Manufacturer narrative:
E1: patient city- (B)(6). Patient country- united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient was hospitalized due to hypoglycemia on (B)(6) 2024 and was treated with glucagon. The length of hospitalization was 1 day but he was sent back to hospital on (B)(6) 2024. No further information was available.